Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited noise and oversensing which resulted in inappropriate anti-tachycardia pacing (atp) therapy. The patient was using a battery-operated drill at the time of the event. Other previous episodes of noise were identified during the use of other power tools. The caller inquired if the patient's ablation for ventricular tachycardia (vt) could potentially be the cause of the new onset of oversensing. A boston scientific technical services consultant documented the reported clinical observations and discussed recommendations for tools and appliances found in and around home. No adverse patient effects were reported.